Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, the push button was observed to be separated from the remainder of the activation button. There were no signs of stress to the button and no other anomalies were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported issue. Although it was confirmed that the activation button was separated (broken); there was insufficient evidence to establish a definite root cause and reproduction could not be established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter there was no push button. The push button was found in the packaging. There was no report of injury or medical intervention.